Event description:
On (B)(6) 2013, the nurse called in regards to the patient. The nurse stated that the physician does not believe vns was related to the increased seizures noted around 2004 and 2009-2012 as the patient has intractable epilepsy which has never been well controlled and having spurts of increased seizures is not out of the ordinary for the patient. Additionally, the nurse noted that the patient's brother passed away recently, which has been really stressful for the patient. The nurse indicated that she did not have further information regarding the new seizure type noted in 2007. No additional information was provided.

Manufacturer narrative:
Adverse event or product problem corrected data. Adverse event should not have been marked.outcomes attributed to adverse event (check all that apply). Corrected data: should not have marked other serious.

Event description:
Clinic notes were received for review that show on (B)(6) 2013 the physician noted on the patient's seizure log an increase in complex partial seizures from 2011 to 2012. Seizure log 2011: 20 cps and 68 gtcs total. Seizure log 2012: 97 cps, 75 gtcs total. Good faith attempts are underway for further details about the reported event.